Manufacturer narrative:
Describe event or problem: provided further clarification of the test that failed. Added defibrillation problem to coincide with the new information received. Changed return to manufacturer.? From no to yes and added date returned to manufacturer. As device was received.

Event description:
It was reported to philips that the device would not pass testing. Further clarification was provided and it was determined that the device experienced a defib test failure. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not pass testing. There was no reported patient or user involvement and no adverse patient/user impact.